Event description:
A nurse reported after a routine irrigation of the device the irrigation syringe was disconnected from the irrigation port and the luer lock from the port stayed on the syringe. The nurse further reported the device was removed and a new device was placed; and there was no untoward effect with the pt.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. Additional event details have been requested. Should additional information become available, a follow-up report will be submitted.